Manufacturer narrative:
(B)(4). Evaluation: conclusion: treatment of dissection.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a type b dissection. It was reported that when the entry site of type b dissection was treated by stent graft implantation; however, flow was confirmed into the false lumen. The physician commented that the patient has had an onset of dissection for six months, and is in the chronic phase. Touch-up was unable to be carried out by balloon so that the patient was decided to be monitored, and the procedure was completed. Compared to prior to device implantation, the amount of leak into the false lumen was considerably reduced. But it was determined to be major leak. It was also confirmed by the physician that the area of the perfusion was covered by the stent graft and the entry was approximately 30mm distal from the lsa entry. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.